Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were four previous similar complaints against involved lot for this issue. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported to cue health sales representative on behalf of thirty-four individuals that received suspected false positive results. This report is to document the suspected false positive result for individual 2. Individual received a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31464b, reader sn (B)(6)). Repeat cue covid-19 tests performed on undisclosed dates provided negative results. Frequency of repeat cue covid-19 tests not specified. No outside confirmatory testing was performed. The customer did not state if the individual had symptoms. Cartridges were stored within the validated temperature range.